Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic with symptoms of feeling dizziness. During the follow-up, the device was found in backup vvi mode. The device was resolved after a device download was successfully performed. No further information is available.